Manufacturer narrative:
Concomitant medical products: 188tc lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection with positive blood cultures. It was further reported there was erosion of the lateral breast tissue. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.